Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the maude report and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). Terumo tmc performed a maude search on (B)(6) 2023. Report number (B)(4) was found and was confirmed to be the same reported event; therefore, the maude report has been provided.

Event description:
The user facility reported that the involved tr band device would not hold air when fitted on the patient and initially inflated. To remedy situation another band was used and worked fine. Patient condition was stable. The procedure outcome was successful. There were no other devices or equipment used with the reported product. The event occurred post-treatment. The patient was not injured during the event and medical or surgical intervention was not required. There were no other devices or equipment used with the reported product. Additional information was received on 19 may 2023: terumo medical received a user facility medwatch report # (B)(4): the event description stated: tr band was placed per instructions for use (IFU). After sheath was removed, the balloon deflated on its own. Manual pressure was applied to the radial sight until a new band could be placed. We have had intermittent failures over the last couple weeks. No patient harm was reported. Successful hemostasis achieved after second band was placed.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: bsn. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.